Manufacturer narrative:
UDI are unknown. No information has been provided to date. Device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that 9 breathing circuits were pulled by the or (operating room) staff because they have a ?severe pinch on one side of the circuit arm". The staff don't want to use them in case they have a hole in it. Communicated lot numbers are: 4287195 (7 each) and 4295379 (2 each). They were discovered upon opening. No patient involvement and no patient injury were reported.